Manufacturer narrative:
Submit date: 18/apr/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there is a 0.5 cm crack on the venous side of the catheter.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample consisted of two photos provided by the customer. Visual evaluation of these photos was performed; in both pictures it shows the catheter inside the patient. Additionally, a cut was observed below the hub. One used catheter was received for analysis and investigation. The sample presented signs of use (remains of blood). Visual inspection of the sample revealed a clean cut below the hub. As per the instruction for use (IFU) it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to nicks, excessive force, or rough edges. If the catheter offers resistance, do not pull further. The reported issue was confirmed. Based on the available information, it can be concluded that the product was manufactured according to specification. The issue which occurred was more likely due to damage during use. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there is a 0.5 cm crack on the venous side of the catheter. Photos available in attachment labeled cf.